Event description:
It was reported that the fluoro image on the 9800 system has artifacts. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the image processor pcb. The system was tested and found to be working as intended and placed back into service.